Manufacturer narrative:
Lot number - 18m039, 19d009, and an unspecified lot number. Eighteen single-use devices were received for evaluation. For sixteen devices, visual inspection revealed fluid inside the bags that contained the devices. When the devices were removed from the bags, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the two returned devices. The devices were found to be conforming product. For one device, visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. One device was received without a blue winged luer cap. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water and manually tightening an in-house blue winged luer cap onto the device. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 32 </noe> malfunction events. It was reported that thirty-two (32) large volume infusors leaked prior to patient use. Twenty-nine devices leaked from the blue winged luer cap, and three devices leaked from an unspecified location. There was no patient involvement. No additional information is available.